Event description:
It was reported that the insulin pump had scrolling numbers during an attempt to enter blood glucose into the device. The keypad issue was followed by a button error alarm. The blood glucose reading was 250 mg/dl, which the customer advised she would treat with a manual injection. No significant events leading to the alarm were observed. She noted that she normally wore the insulin pump in her bra with a bra protector. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, missing end cap sticker, and cracked battery tube threads.